Event description:
A vaxcel pasv mini port was placed for therapeutic purposes on 11/2004 in 2005, the port was scheduled to be explanted due to completion of chemotherapy. Upon removal, two fractures were found at the 17 and 19 centimeter marks.